Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed a replace cartridge alarm on (B)(4) 2015 12:22; deliveries resumed at 13:07. An exceeds max total daily dose limit was recorded on (B)(4) 2015 23:31; deliveries resumed at (B)(4) 2015 00:01. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. The pump was exercised for 24hr duration testing with no errors, alarms or warnings duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 488 mg/dl with blurred vision associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match due to a cartridge change, battery change and loss of prime. The basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. The patient's blood glucose readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.